Manufacturer narrative:
Visual inspection of the returned lens found a tear on the edge of the leading haptic plate and a diagonal tear throughout the optic. Also, a portion of the optic and the entire trailing haptic plate are missing. Optical measurements could not be performed due to the torn condition of the lens. However, the condition of the returned lens is consistent with lenses that have been explanted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The cause of the reported event cannot be determined. Surgeon believes the most likely cause of the event was due to the crystalens moving frequently and giving pt fluctuations in her vision that the pt could not tolerate.

Event description:
Surgeon reported after the crystalens iol was implanted the pt's visual acuity varied and was not stable. Approximately 2 weeks post-implantation, the crystalens iol was explanted from the pt's right eye and replaced with another iol of different power.